Event description:
During an av fistula salvage treatment procedure, the distal wire loop of an oasis thrombectomy catheter fractured. On the first attempt inserting the oasis thrombectomy catheter the physician experienced a problem extending the wire. Upon removal of the catheter, it was noted that the distal wire loop was completely fractured. Contrast injection was performed and extravasation was noted. The extravasation may have been caused by the fractured wire. However, prior to using the oasis thrombectomy catheter an 8 mm balloon was used, then contrast injection was performed and no anomalies were noted. The extravasation was noted to be subsiding after a second contrast injection was performed. The fractured piece was not located in the pt. The physician thinks it might have fractured before the procedure. The pt was asymptomatic during this event. The procedure was successfully completed using a new oasis thrombectomy catheter. No pt injuries or complications were reported. Pt status is reported as 'fine'.